Event description:
Pt is an elderly white male who has history of an ischemic cardiomyopathy with CABG x 3 (B)(6), followed by hm2 lvad implant 4 year ago. The patient had a complicated early course but overall had done well as an outpatient. About 4 months ago, the patient was found with multiple episodes of pump stoppage which resolved only with use of the underground cable therefore requiring replacement of pump due to driveline failure. The patient was therefore taken to the operating room for replacement of lvad pump exchange on 4 days later. The patient tolerated the procedure well and was taken to the cardiac intensive care unit post procedure on inotropic and vasopressor support. The patient was hemodynamically stable and was able to be extubated without difficulty on the evening of the operative day.